Event description:
Adverse event(s): "no pt harm" (no consequences or impact to pt). Product problem(s): "handpiece did not irrigate or aspirate" (inability to irrigate); "handpiece did not irrigate or aspirate" (aspiration issue). A nurse reported that the handpiece would not irrigate or aspirate during surgery. The handpiece was switched out and the surgery was completed. Additional info was requested. No pt harm was reported. Additional info was received: the customer reported the handpiece would not irrigate or aspirate as if it were obstructed. The incident occurred during surgery. Phacoemulsification was completed with another handpiece. There was no harm to the pt.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. A review of complaints and service requests for the last 24 months indicated no additional, related reports for this system. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm. The reported event and the root cause is therefore unk at this time. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).